Event description:
It was reported to boston scientific corporation on december 04, 2007, that a wallflex biliary rx partially covered stent was used to treat a malignant bile duct obstruction in a female patient (weight unknown) two months earlier. According to the complainant, "the patient had a previous plastic stent placed (product, manufacturer, and implant date unknown), and onne month earlier, an attempt to remove the stent resulted in the stent tearing and migrating inward. A second plastic stent was placed at that time." Both plastic stents were removed the next month. "During both (plastic stent removal) procedures the duodenum had to be dilated by balloon." The wallflex stent was successfully implanted after the removal of the plastic stents. According to the complainant, "...perforation and pancreatitis were reported as starting the same day of the stent replacement procedure, accompanied by fever and abdominal pain. The patient was hospitalized for 27 days as a result of these events. (The physician remarked that the perforation (was) unrelated to the stent and definitely related to the treatment procedure... (And that the pancreatitis (was) possibly related to the stent and definitely related to the treatment procedure. The perforation (was) considered possibly related...to the duodenal dilation... It is unknown by the physician whether the pancreatitis was caused by the ercp, the stent, or the perforation... The patient was hospitalized for 27 days, given medication (type unknown), and a CT, x-rays, and labs (tests unknown) were done." Reportedly, "both pancreatitis and perforation... (Had) resolved without sequelae (one month later)."

Manufacturer narrative:
The device remains implanted; therefore, a device evaluation cannot be performed. The relationship between the device and the event is undetermined. The november 2007 15-month wallflex biliary stents product family complaint trend report, inclusive of all failure modes was reviewed; no adverse trend was noted.